Manufacturer narrative:
The field service representative (fsr) resolved the issue by clearing the clogged cuvette washing nozzles, manually cleaning the cuvettes and recalibrating the probes. Service determined the nozzle, c4, #1, #4, #5 (rohs) (7-205228-01) was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) or the nozzle, c4, #6 blank (rohs) (7-205230-01) did not identify did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) or the nozzle, c4, #6 blank (rohs) (7-205230-01) was identified.

Event description:
The customer observed a falsely elevated architect magnesium result for one patient. The sample was repeated with a lower result. The following data was provided: initial result = 6.2 mg/dl repeat result = 1.6 mg/dl which matches patients¿ history. Reference range = 1.6-2.6 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect magnesium result for one patient. The sample was repeated with a lower result. The following data was provided:. Initial result = 6.2 mg/dl repeat result = 1.6 mg/dl which matches patients¿ history. Reference range = 1.6-2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process.. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.